Event description:
A territory manager reported an end user experienced an issue when using two pvak -- 400 micron fiber procedure kits. The first fiber was noted as bent when it was removed from the packaging. A second fiber was opened for the procedure, however, it broke when inserting it. The fiber had not been fired yet. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)